Event description:
On (B)(6) 2008, this patient was implanted with three gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. At the end of the procedure, a distal type I endoleak was observed. The physician decided to take a wait and watch approach. On (B)(6) 2008, a tag device ((B)(4)) was additionally implanted distal to the existing grafts to treat the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions: the gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation. Upon further investigation, the only device involved in this event: (B)(4).